Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guidewire bent and broke the last 5cm off. It was reported that no part of the detached guidewire fell into the patient. The procedure was completed using another guidewire. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guidewire bent and broke the last 5cm off. It was reported that no part of the detached guidewire fell into the patient. The procedure was completed using another guidewire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (correction): block h6 (component codes), (evaluation result codes) and block h11 (investigation results) have been updated. Block h6: imdrf device code a0401 captures the reportable event of core wire break. Block h11: investigation results: the returned jagtome rx 44 was analyzed, and a visual and microscopic inspection found that the guidewire was kinked at the proximal section and had evidence of a mechanical cut. The working length of the autotome device was twisted. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of core wire break was confirmed. The results of the analysis performed on the returned device found that the guidewire was kinked at the proximal section and had evidence of a mechanical cut. It is most likely that the kink occurred as part of the device manipulation. During the procedure, if an excess of force was applied to the device, such as during guidewire insertion through another device or by the interaction with the scope, it could cause physical damage to the guidewire. Also, the guidewire returned broken due to a mechanic cut. Additionally, it was found that the working length of the autotome was twisted. This could have been caused after multiple attempts to rotate the handle of the device or during the introduction of the device into the scope. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire break. Block h11: investigation results the returned jagtome rx 44 was analyzed, and a visual and microscopic inspection found that the guidewire was kinked at the proximal section and had evidence of a mechanical cut. The working length of the autotome device was twisted. No other problems with the device were noted. The results of the analysis performed on the returned device found that the guidewire was kinked at proximal section and had evidence of a mechanical cut. It is most likely that this physical damage could have occurred due to excess manipulation of the device. It is most likely that as part of the device manipulation during the procedure, an excess of force was applied to the device (such as during the guidewire insertion) through another device or by the interaction with the scope, causing the kink. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the guidewire bent and broke the last 5cm off. It was reported that no part of the detached guidewire fell into the patient. The procedure was completed using another guidewire. There were no patient complications reported as a result of this event.